Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level range of 360-570 mg/dl with an unknown cause. Bg was addressed via manual injection and correction bolus using an alternate pump. System check with tandem technical support confirmed that the pump and related supplies were functioning as intended. Recommendation was made to consult with the healthcare provider regarding bg level.